Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx preconnect is (B)(4). The exact event date was not available, therefore the date 08/01/2025 was used as an estimate, based on the reported onset occurring in aug 2025. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of migration and erosion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
A patient with an inflatable penile prosthesis (ipp) presented for a follow up consultation after the device was implanted. During the examination, the physician noted a herniation of the reservoir. The patient reported being able to use the device without any complaints. A revision surgery was performed with the intent to reposition the reservoir. However, during surgical preparation, the physician observed distal erosion of the left cylinder; therefore, it was decided to remove all components of the ipp and implant a tactra malleable prosthesis cylinder in the left corpora cavernosa. The physician decided to send the explanted device to the hospital's laboratory for pathology. No further complications were reported.